Manufacturer narrative:
Patient¿s gender and weight were not provided for reporting. Additional device codes: hwc, ktt. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, a narrow locking compression plate with 12 holes broke. It was unknown if there was surgical delay. Surgical and patient outcome are unknown. This report is for one (1) 4.5mm narrow lcp® plate 12 holes/224mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional patient identifier: (B)(6). Adverse event, product problem, required intervention. DHR review was completed. Part number: 224.621, lot number: 6362625, part manufacture date: 15-apr-2010, manufacturing location: elmira , part expiration date: n/a , nonconformance noted: n/a . DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm narrow lcp plate 12 holes/224mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Date of event: date of non-union and device breakage is not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with the narrow locking compression plate (lcp) plate and an unknown quantity of screws on unknown date. On unknown date it was determined the plate was broken due to a non-union. Patient was returned to surgery on (B)(6) 2018 and revised to a similar type of plate. Surgery was completed successfully with no delay. Patient status reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 224.621; lot number: 6362625; part manufacture date: april 15, 2010; manufacturing location: elmira; part expiration date: n/a; nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm narrow lcp plate 12 holes/224mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.